Event description:
During a review of medical records from a previously reported event, it was discovered that the patient had a revision on (B)(6) 2008 due to shell loosening.

Manufacturer narrative:
The sales rep noted that no additional information can be provided. A supplemental report will be submitted upon completion of the investigation. Device not returned.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding shell loosening involving a trident psl ha cluster 54mm was reported. The event was confirmed by the medical records. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: a complaint history review confirmed no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because of a lack of information. Further information such as additional medical records and x-rays describing the reported event as well as the reported device are needed to complete the investigation for determining the root cause.

Event description:
During a review of medical records from a previously reported event, it was discovered that the patient had a revision on (B)(6) 2008 due to shell loosening.